Manufacturer narrative:
Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 22 5mcg/ml gablofen at "76.47", and 20mg/ml dilaudid 6.797 via an implantable infusion pump for an unknown indication for use.  It was reported that the pump entered safe mode on (B)(6) 2017due to premature battery depletion. According to the pump logs the patient's pump went into safe state on (B)(6) 2017 at 14:11. A pump reset, low battery reset and safe state occurred on (B)(6)2017 at 23:40. Another safe state message was shown on the logs on (B)(6) 2017 at 11:55 there were no environmental/external/patient factors that may have led or contributed to the issue. The elective replacement indicator was estimated at 3 months so the "attending" restarted the pump to get the patient through until the replacement could occur. The patient went on a list for replacement and had an appointment with a healthcare provider scheduled to discuss the procedure date. The healthcare provider restarted the patient's pump twice over the weekend to get the patient through until the replacement. It was reported that the pump was replaced on (B)(6) 2017. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.